Event description:
Customer reports during a retrograde cystogram with stent placement on a male pt, the fluoro stopped working. System gave error table not aligned. Customer finished the procedure using portable radiographic equipment. Customer reports no further adverse events, no injuries.

Manufacturer narrative:
Liebel flarsheim manufacturing report: field service engineer talked to radiology about the problem. Together fse and radiologist were not able to duplicate the problem. Fse tilted and moved the image system and could not get a error message of 'ii not aligned'. Were able to fluoro and take spot images without any problem. Fse checked dose and functions according to service manual #710953 rev 4 and unit returned to full service by the customer.